Event description:
A double lumen 5.0 french uvc line was placed under sterile technique and two carefusion maxzero needleless connectors were connected on the end of the uvc line. One of the connectors leaked back blood into the connector and had to be replaced prior to transport. Manufacturer response for double lumen 5.0 french ivc max zero needleless connector, care fusion (per site reporter): the care fusion rep. Was notified. We have since removed the max zero extension sets from the nursery units.